Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a device check, the device showed a battery voltage below recommended replacement time (rrt) (2.60v) without any warning or indication of rrt. The device remains in use with plans to schedule a device replacement. The device remains in use at this time. No patient complications have been reported as a result of this event.